Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the first slide of the device allegedly failed to prime ultimately and self activated. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the device was able to prime and fire approximately 2-3 times prior to the first slide of device allegedly self activating; however, the device allegedly obtained poor quality tissue samples. It was further reported that the top portion of the housing became separated after firing the device. The procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the inner housing slid forward upon firing. An x-ray showed that the right inner housing tab was broken, and the broken tab was not returned with the device. Therefore, the investigation is confirmed for the identified break. However, the investigation will remain inconclusive for the alleged self-activation and sampling issues as functional testing was not performed due to the identified break. The definitive root cause for the reported or identified issues could not be determined based upon the available information. It is unknown whether production, manufacturing, shipping, and/or handling contributed to the identified break. The definitive root cause for all reported and identified issues remains unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.